Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00508 addresses the leveen probe, manufacturer report # 3005099803-2013-00509 addresses the rf3000 radiofrequency generator, while manufacturer report # 3005099803-2013-00510, manufacturer report # 3005099803-2013-00511, manufacturer report # 3005099803-2013-00512, manufacturer report # 3005099803-2013-00513 addresses the four polyhesive patient return electrodes. It was reported to boston scientific corporation on (B)(6), 2013 an rf3000 radiofrequency generator, four polyhesive patient return electrodes, and a leveen standard electrode were used during a hepatic radiofrequency ablation (rfa) in the liver procedure performed on (B)(6), 2013. According to the complainant, the procedure was completed without incident; however following the procedure the radiographer noted redness. In the recovery room, the patient complained of thigh pain and a physician found second degree burns on the surface of the inner sides of the thighs. He also noted redness caused by minor burn on the outer thighs. The physician prescribed a jelonet and dry dressings for the inner sides and biafine for the outer thighs. It was confirmed that the patient was not hospitalized for a longer period of time due to the burns. The patient was treated for the burns and no longer suffers any pain.